Event description:
It was reported that during a partial excision procedure, part of staple line had malformed staples. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.